Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the keypad buttons are "not responding as usual." The reporter further stated the keypad button issue began a few weeks ago. There is no additional information on the keypad button issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (B)(4) - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, the contrast, up arrow and down arrow buttons were responsive. The ok button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons and the ok button contact was noted to be inverted. The display lens was noted to be dim and discolored. A test display was attached to the pump and illuminated properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.